Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently did not deliver insulin overnight and blood glucose (bg) level elevated to range from 480-high mg/dl. A manual injection was administered to address bg. Although requested, the customer declined to further troubleshoot the insulin delivery issue and no pump data logs were available for review. Reportedly, the customer continued to use the pump for insulin therapy.